Manufacturer narrative:
Corrected block: b5. Updated blocks: h3 and h6. The reported complaint could not be confirmed. Additional information was received through communication between the manufacturer's medical director and subsidiary's clinical specialist that the user facility had not been following the instructions for use (IFU) regarding cleaning and decontamination of the device. It was confirmed through the subsidiary's clinical specialist that the tubing was twice as long as recommended in the IFU potentially causing the chlorine concentration to be diluted. The user facility has been instructed on the proper cleaning and decontamination of the device and reminded the importance of following both procedures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that there was an alleged presence of mycobacterium chimaera. Per the manufacturer's subsidiary, they tested the unit on (B)(6) 2019 and it came back positive for m. Intracellulare on (B)(6) 2019. The culture report tested for many species of mycobacteria but m. Chimaera is not listed as one of them.

Manufacturer narrative:
The reported issue was discovered during unit check-up. Per the manufacturer's subsidiary, the heater cooler has been sitting outside of the operating room since 28-nov-2018. They tested the unit on 15-apr-2019 and it came back positive for mycobacterium chimaera on (B)(6) 2019. The heater cooler remains outside of the operating room, even when in use. Additional information was received through communication between the medical director and subsidiary's clinical specialist that the user facility had not been following the instructions for use in regard to the cleaning and decontamination of the device. Confirmation was also received that none of the allegedly contaminated devices had any patient involvement. It appears that the culture report for the water input into the device, that many species of mycobacteria were tested for, but mycobacterium chimaera is not listed as one of them.

Event description:
It was reported that during the use of the device for a non-clinical activity, the device tested positive for mycobacterium chimaera. There was no patient involvement.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.